Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented with shortness of breath. A echo cardiogram revealed deterioration had occurred. The patient also had history of chest pain and indication of coronary artery disease (cad). However, angiogram revealed no cad existed. Instead, impaired left ventricular function was present. As a result and due to patient condition the implantable pulse generator (ipg) was explanted and a system upgrade was performed. No further patient complications have been reported as a result of this event. This patient is a participant of the protect-pace study.